Event description:
The basket reportedly separated inside the left ureter, resulting in retention of three of the wires around the stone. Additional surgery was performed and two of the three wires were removed via fluoroscopy. The third wire weas not visible; the pt is currently being monitored by the physician. The pt is fine.